Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced vegetation on the right atrial (ra) and right ventricular (rv) leads. The complete implantable pulse generator (ipg) system was explanted. No further patient complications have been reported as a result of this event.